Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorhagia"), infection ("infections") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (partial hysterectomy to remove essure devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, infection and dysgeusia outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including chronic pelvic pain and abnormal bleeding (understood as genital bleeding). On (B)(6) 2015, plaintiff underwent partial hysterectomy surgery and essure was removed. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain- daily (increasing during periods) moderate to severe pain"), genital haemorrhage ("abnormal bleeding") and post procedural haemorrhage ("slight hemorrhaging after removal of essure") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida, recurrent abortion, stillbirth nos, endometrial biopsy on (B)(6) 2011 and cone biopsy of cervix in 1998. Previously administered products included for allergy: omnicef and aspirin. Concurrent conditions included obesity, thyroid disorder (treated with radioactive iodine), factor v leiden mutation since (B)(6) 2010, hemophilia since december 2010, dysfunctional uterine bleeding, bacterial infection and vaginal irritation. Family history included pulmonary embolism (mother (died)). Concomitant products included thyroid (armour thyroid) for thyroid disorder as well as esomeprazole magnesium (nexium) since (B)(6) 2011 to 2015. On 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/daily (increasing during periods) moderate to severe pain"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain daily (increasing during periods) moderate to severe pain"), menorrhagia ("menorhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginitis gardnerella ("infections/gardnerella vaginalis/vaginitis/vulvovaginitis vaginal infection"), dysgeusia ("metallic taste in her mouth"), libido decreased ("diminished libido"), vaginal haemorrhage ("menorhagia/abnormal bleeding (vaginal, menorrhagia)"), vulvovaginitis ("infections/gardnerella vaginalis/vaginitis/vulvovaginitis vaginal infection"), urticaria ("hives"), fatigue ("fatigue"), weight increased ("weight gain") and vaginal infection ("vaginitis"). On (B)(6) 2015, 4 years 4 months after insertion of essure, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). The patient was treated with metronidazole (flagyl), fluconazole (diflucan) and surgery (partial hysterectomy to remove essure devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginitis gardnerella, dysgeusia, libido decreased, vaginal haemorrhage, vulvovaginitis, urticaria, allergy to metals, fatigue, weight increased and vaginal infection had resolved and the post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, pelvic pain, post procedural haemorrhage, urticaria, vaginal haemorrhage, vaginal infection, vaginitis gardnerella, vulvovaginitis and weight increased to be related to essure. The reporter commented: per mr: she believes this may be caused by her essure place in 2006 (as written). Essure placed with 1 coil on right and 4 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Pregnancy test - on (B)(6) 2011: negative smear cervix - on (B)(6) 2010: abnormal on (B)(6) 2011, annual gynecological exam. States she has a uti (urinary tract infection). On (B)(6) 2013, liquid-based pap + hpv plus revealed gardnerella vaginalis detected abnormal. On (B)(6) 2014, cn/u expand w/pap and hpv+ revealed ureaplasma urealyticum detected abnormal. Current weight: 155lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysfunctional uterine bleeding (confirming genital haemorrhage), vaginitis and vulvovaginitis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and medical records received. Reporter information was updated. This case concerns 33 year old patient. Her demographics were updated. Her historical conditions, historical medication, family history and concurrent conditions were added. Lab data was added. Essure indication was amended. Her concomitant and treatment medications were added. Events: diminished libido, abnormal bleeding (vaginal, menorrhagia vaginal bleeding, infection was updated to gardnerella vaginalis/ vaginitis/ vulvovaginitis, hives, nickel allergy, pain, fatigue, weight gain and she did not underwent essure confirmation test nd slight hemorrhaging after removal of essure were added. All her symptoms resolved approximately one month following essure removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), infection ("infections") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (partial hysterectomy to remove essure devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, infection and dysgeusia outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of product technical complaint. Company causality comment : this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including chronic pelvic pain and abnormal bleeding (understood as genital bleeding). On (B)(6) 2015, plaintiff underwent partial hysterectomy surgery and essure was removed. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.